Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-07563, related manufacturer reference number: 2017865-2020-07565, related manufacturer reference number: 2017865-2020-07568. It was reported that the patient presented to was admitted to the hospital complaining of progressive weakness. Transesophageal echocardiography (tee) was performed and vegetation was found on right ventricular lead. Since the patient had endocarditis, the entire implantable cardioverter defibrillator, right atrial, right and left ventricular leads were explanted. The patient was recovering in stable condition. Unknown date - lead vegetation observed by transesophageal echocardiography (tee), presumptive endocarditis.

Event description:
Related manufacturer reference number: 2017865-2020-07563, related manufacturer reference number: 2017865-2020-07670, related manufacturer reference number: 2017865-2020-07674. It was reported that the patient presented to was admitted to the hospital complaining of progressive weakness. Transesophageal echocardiography (tee) was performed and vegetation was found on right ventricular lead. Since the patient had endocarditis, the entire implantable cardioverter defibrillator, right atrial, right and left ventricular leads were explanted. The patient was recovering in stable condition.

Manufacturer narrative:
Correction: b5 - corrected related manufacturer reference numbers interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).